Event description:
The customer reported that the alarm sound intermittently. The batteries have been replaced with a new supply. The customer reported that the receptacle is loose that holds the rj11 clip. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Results: eval of the returned product found the nurse call light is intermittent and is more apparent when the nurse call cable is wiggled. The cable is not loose inside the receptacle. There is no visible damage to the alarm unit. (B)(4).